Manufacturer narrative:
D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. E.1. (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server the user stated that the patients and medication were not crossing over into pyxis machine and the entire facility with the different departments was affected. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ es server the user stated that the patients and medication were not crossing over into pyxis machine and the entire facility with the different departments was affected. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the device had recurring messaging outages or delays. A technical support specialist (tss) identified the root cause as a central processing unit (cpu) leak, after which the hospitals information technology (it) team adjusted the cpu configuration to reflect the actual setup (4 8 processors per core/cpu). After monitoring the system and confirming stability, the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.